Manufacturer narrative:
The returned device was patent. The device did not meet the requirements for leak testing as the male-male luer adapter was disconnected from the large bore stopcock. It is unknown how or when this damage occurred. There was adhesive noted on the large bore stopcock where the male-male luer adapter connects. The drainage bag connection was stuck and could not be disconnected from the male-male luer adapter. The instructions for use that accompany the device indicate that ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur.¿ a review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that when staff attempted to change evd bag on the patient, the bag became stuck and was unable to unscrew from port. Reportedly, there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.